Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judz0833 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, after admission, the patient underwent PICC maintenance and opened the catheter fixator. The clasp was found loose during use, and the catheter fixator was immediately replaced without adverse consequences.